Event description:
The patient was implanted on (B)(6) 2026. The patient was reported to have had a hemorrhage following the implant. Details were not provided. Treatment details were not provided.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.